Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a spider fx embolic protection device for the treatment of a slightly tortuous, slightly calcified lesion in proximal location of the common carotid artery. Lesion exhibited 70% stenosis. IFU was followed. Vessel was not pre-dilated. It was reported that during initial advancement of the device, resistance was felt and the filter embolized in the vessel. It is unknown if any intervention was required to treat component embolization. Procedure was then completed by use of a new spider fx device. Vessel was not post-dilated. No patient injury reported. Patient is reported as being in good condition.

Manufacturer narrative:
Evaluation summary: the spiderfx embolic protection device was received for evaluation. No ancillary devices or cine images from the procedure were received. The spiderfx was received loaded in the green delivery end of the duel ended catheter with the spiderfx filter basket and floppy distal tip protruding from the distal end of the delivery catheter. The distal assembly of the spiderfx was examined with the aid of a microscope. All components of the spiderfx floppy distal tip were accounted for and did not exhibit any deformity. All components of the spiderfx filter basket and flex connector were accounted for and did not exhibit any deformity. The green delivery end of the duel ended catheter radiopaque marker band was accounted for and exhibited no deformity. A section of the green delivery catheter near the distal end of the delivery catheter exhibited stretching, necking down, and accordion folding. The rest of the duel ended catheter was examined and no further deformity was noted. The spiderfx capture wire extending beyond the proximal capture wire port exhibited no deformity. If information is provided in the future, a supplemental report will be issued.